Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medical device: 4968 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited rising and high thresholds. It was also reported that the implantable pulse generator (ipg) reached premature battery depletion. The leads remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.